Manufacturer narrative:
This incident was reported to olsen medical from (B)(6). This device was inspected by our engineering department and found the spring banana plug had collapsed. This reusable device is over 1 year old and olsen medical attributes this incident to using the device beyond it's life cycle. Previous documentation states end-user's may use this device 20 uses per month and the device is only warranted for 20 uses. The end-user provided no data as to how many times the device had been used. Again, the event occurred in (B)(6).

Event description:
A rn was attempting to insert a reusable bipolar cable into the generator and noticed it had a loose fit. The nurse further tried to hold the generator plug in place during use of the device and got shocked. Nurse is reportedly fine with no further complications. Event occurred in (B)(6).